Event description:
Case description: batch numbers: novopen 4: jvgt347. Mixtard penfill: lr7aj19, lr7aj19, lr7aj19 . Investigational results: name: novopen® 4, batch number: jvgt347 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: lr7aj19 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: investigational results were updated. Relevant fields updated in EU/ca tab. Imdrf codes updated. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 25-aug-2023: the suspected device novopen 4 has not been returned yet to novo nordisk for evaluation. Batch trend analysis was found to be normal. With very limited information regarding handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycemia. H3 continued: evaluation summary name: novopen® 4, batch number: jvgt347. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): suffered from hyperglycemia ( 400 500 700 mg/dl) [hyperglycaemia], the pen doesn't inject the insulin [device failure], pain, burning with blue spots and bruise that increases in size in the injection site [injection site pain], bruise that increases in size in the injection site [injection site bruising], blue spots in the injection site [injection site discolouration]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffered from hyperglycemia (400 500 700 mg/dl) (hyperglycemia)" with an unspecified onset date, "the pen doesn't inject the insulin (device failure)" with an unspecified onset date, "pain, burning with blue spots and bruise that increases in size in the injection site (injection site pain)" with an unspecified onset date, "bruise that increases in size in the injection site (injection site bruising)" with an unspecified onset date, "blue spots in the injection site (injection site discoloration)" with an unspecified onset date, and concerned a 58 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes", mixtard penfill (insulin human) (dose, frequency & route used- 30 u, subcutaneous, regimen#2: 20 u, subcutaneous lr7aj19 01/--/2024 and regimen#3: 25 u, subcutaneous lr7aj19 01/--/2024) from 2015 for "type 2 diabetes". Patient's height: 165 cm, patient's weight: 80 kg, patient's bmi: 29.38475670. Dosage regimens: novopen 4: mixtard penfill: 2015 to not reported; current condition: type 2 diabetes (from 17 years), cardiac problems ((B)(6) 2019), kidney lack of efficiency (since 2019), hypertension, neuropathy peripheral, fats ( triglycerides ), cholesterol, hemoglobin, prostate, stomach disorder. Procedure: cardiac problems with two stents ((B)(6) 2019), cardiac problems with a catheter ((B)(6) 2019), anti clot agent. Concomitant products included - aspocid (acetylsalicylic acid), candalkan (candesartan cilexetil), concor 5 plus (bisoprolol fumarate, hydrochlorothiazide) ongoing, cardiocare (glyceryl trinitrate), sugarlo (vildagliptin), thiotacid (thioctic acid), marcal (calcium acetate), gabapentin, atoreza (atorvastatin calcium, ezetimibe), milga (benfotiamine, cyanocobalamin, pyridoxine hydrochloride), esmatac (esomeprazole) ongoing, optimist (fluoxetine hydrochloride), l-carnitine [levocarnitine], bone care [calcium carbonate; calcium gluconate;colecalciferol; magnesium gluconate; magnesium oxide; phytomenadione] (calcium carbonate, calcium gluconate, colecalciferol, magnesium gluconate, magnesium oxide, phytomenadione), folic acid, tamsulin (tamsulosin hydrochloride), forflozin (non codeable). On an unspecified date, reported as from one year ago, the patient suffered from hyperglycemia. The patient's blood glucose (blood glucose) measured was 400 mg/dl, 500 mg/dl and 700 mg/dl. The patient's hba1c (glycosylated haemoglobin) was 9, 10 and 11.1 (units not reported). On an unspecified date, the patient experienced pain, burning with blue spots and bruise that increased in size in the injection site. The patient reported that there was a problem in his novopen 4 (used with mixtard penfill) as after adjusting the dose counter to the needed 20 u, 25 u, 30 u) and after hardly pressing the dose counter, the pen did not inject the insulin. Pen training was offered and during it, the patient was asked to pull the piston rod out of the pen and to adjust the dose counter to 60 u and after pressing the dose button, the counter stopped between 54 u and 52 u. After tresiba flextouch on (B)(6) 2023, hba1c (glycosylated haemoglobin) 8 %, fbgl (blood glucose): 100 mg/dl, ppbg (blood glucose): 159 mg/dl and rbgl (blood glucose): 150, 160 and 206 mg/dl. Batch numbers: mixtard penfill: lr7aj19, novopen 4: jvgt347. Action taken to mixtard penfill was not reported. The outcome for the event "suffered from hyperglycemia ( 400 500 700 mg/dl)(hyperglycemia)" was recovered. The outcome for the event "the pen doesn't inject the insulin(device failure)" was not reported. The outcome for the event "pain, burning with blue spots and bruise that increases in size in the injection site(injection site pain)" was recovered. The outcome for the event "bruise that increases in size in the injection site(injection site bruising)" was recovered. The outcome for the event "blue spots in the injection site(injection site discoloration)" was recovered. References included: reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient. Preliminary manufacturer's comment: 24-jul-2023: the suspected device novopen 4 has not been returned yet to novo nordisk for evaluation. No conclusion is reached.